Manufacturer narrative:
Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: 11-feb-2018, UDI#: (B)(4); product ID: 977a275, serial/lot #: (B)(6), ubd: 11-feb-2018, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a battery replacement procedure with a competitive implantable pulse generator was initiated and then aborted after imaging performed to assess lead placement showed possible lead fracture, with the leads appearing fractured on imaging. The leads were reported to be non-functional when connected to trialing cables, and stimulation issues were reported as occurring as a result of the issue. The issue was reported as ongoing and not resolved. The patient was reported alive with no injury. The manufacturer representative (rep) indicated they would send any further information as they become aware.